Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was above 400 mg/dl and she had moderate ketones as the infusion was disconnected. However, her health care professional assessed the ketone level as not dangerous/ life threatening. Reportedly, they tried to threat this issue with a correction bolus via the pump. Moreover, the first infusion set had been used for two days but the second infusion set had been used for less than 24 hours as it was changed the same day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.